Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with her sensor. The insulin pump woke the customer up with a low reading of 80 mg/dl, when her actual blood glucose level was 223 mg/dl. The insulin pump went into threshold suspend when her blood glucose level was not low. She received a weak signal alarm. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they are functioning properly and passed all functional testing with accurate readings.